Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: three have had problems with missing or weak graduations, two of those three were in one recent box.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. 3 syringes had problems with missing or weak graduations. The images were observed and the scale markings on the syringe is faded/missing. Based on the photos received, embecta was able to confirm the customer¿s indicated failure of scale marking missing. Unable to perform review of the device history record due to lack of batch record information. Therefore, a definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles experienced scale marking issues. The following information was provided by the initial reporter: three have had problems with missing or weak graduations, two of those three were in one recent box.